Event description:
It was reported the patient's stimulation has never been able to cover the established pain pattern. Reprogramming was done to no avail. The patient also reported pain in her ribs and sever itching on her back. Surgical intervention has been planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.